Event description:
User experienced a leak coming from instrument. No pt samples were affected and operator was not harmed. The field service representative determined the cause to be a defective bottle valve, and replaced valve. Visual check of the instrument verified no further leaks.